Manufacturer narrative:
It was reported to abbott a patient¿s ipg was approaching end of life. Replacement surgery has been authorized but not scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
It was reported to abbott a patient¿s ipg was approaching end of life. Replacement surgery has been authorized but not scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update it was reported the patient had their ipg replaced successfully on (B)(6) 2025. There were no complications and the therapy was restored.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.